Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The bed end had a broken weld on the crossbrace. Patient was in the bed and noticed it was not operating normally. Dealer went out to see the bed, and that's when they noticed the broken weld.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the metal was torn by the drive arm. However, the underlying cause could not be determined. No weld was broken, so the original complaint issue could not be confirmed. Fields were updated accordingly.

Event description:
The bed end had a broken weld on the crossbrace. Patient was in the bed and noticed it was not operating normally. Dealer went out to see the bed, and that's when they noticed the broken weld.